Event description:
The customer reported image white-out and e216 communication error during inspection for use involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
E1- facility name -(B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.